Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for no delivery was performed. Customer advised they changed out their infusion set which resolved the issue. Customer declined to troubleshoot for high blood glucose levels. Customer declined to receive replacement infusion sets. The insulin pump will not be returned for analysis.